Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
T was reported that "during a surgery, the technical staff made know that the patient had a loss of 2800 ml of blood. During the procedure when the time came to clip the artery, when the clipping was finishing the artery clip was removed and it started to bleed". The customer was not able to provide any additional information reguarding this issue.